Manufacturer narrative:
The user reported that the switch shorted out. Our investigation found a small cut in the cord near the switch which caused the short. These types of failures are generally caused by excessive bending of the cord near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.

Event description:
The user reported that the switch shorted out. Our investigation found a small cut in the cord near the switch which caused the short.